Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
The customer is stating that she has been getting the result of "lo". Although, the customer just started using a new box of test strips today ((B)(6) 2015) she is still getting the results of "lo"; however when the customer is using her husband's meter she is able to get an actual result. The customer states that she is feeling fine and no medical attention is needed at this time. Expected results:90-130mg/dl fasting: yes. Test strip expiration date:06/17/2018. Test strip vial opened date: (B)(6) 2015. Test strips were stored correctly. Reviewed meter memory: 1:lomg/dl (B)(6) 2015 08:41:00 am fasting:yes. 2:lomg/dl (B)(6) 2015 08:53:00 pm fasting:yes. 3:lomg/dl (B)(6) 2015 08:36:00 pm fasting:yes. 4:lomg/dl (B)(6) 2015 08:34:00 pm fasting:yes. 5:lomg/dl (B)(6) 2015 08:34:00 pm fasting:yes. The customer does not want to perform a back to back blood test.